Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('right coil that migrated itself through left inside wall and out'), ovarian cancer recurrent ('ovarian cancer is back') and device related infection ('infection from coil') in a female patient who had essure inserted. The patient's medical history included ovarian cancer (cancer is back but worse, sist on right ovary is half size of ping pong ball). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) and device related infection (seriousness criterion medically significant) and was found to have ovarian cancer recurrent (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the uterine perforation, ovarian cancer recurrent and device related infection outcome was unknown. The reporter considered device related infection, ovarian cancer recurrent and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following one was described in patients¿ social media record: uterine perforation, ovarian cancer and infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('right coil that migrated itself through left inside wall and out') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cancer (cancer is back but worse, sit on right ovary is half size of ping pong ball). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) and infection ("infection from coil") and was found to have ovarian cancer ("ovarian cancer"). Essure treatment was not changed. At the time of the report, the uterine perforation, ovarian cancer and infection outcome was unknown. The reporter considered infection, ovarian cancer and uterine perforation to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients¿ social media record: uterine perforation, ovarian cancer and infection¿. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.